Event description:
The customer reported that while the unit was in use on a pt, after 30 minutes of therapy the unit sounded an alarm, the monitor display failed and the unit shut down. The pt was switched to another unit and therapy was continued. No pt injury was reported.